Manufacturer narrative:
Complaint investigation concludes the event is unlikely related to the fmc device. Product was not returned to MFR for investigation. A device history record was extracted and device met requirements. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
It was reported a peritoneal dialysis pt was admitted for cardiac monitoring and subsequently diagnosed with a syncope-hypotensive episode.